Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, mild-moderate paravalvular leak (pvl) was detected on echocardiogram. Post dilation was performed to improve pvl using a 24mm non-medtronic balloon aortic valvuloplasty (bav). The balloon and valve dislodged into the ascending aorta. The valve remained in the ascending aorta. A second 26mm valve was implanted. A non-medtronic valve was selected due to the horizontal root. No additional adverse patient effects were reported.